Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was forwarded to the technical support department that the insulin pump had keypad issues that made it hard to press the act button, and they would have to press it more than once. Blood glucose level at the time of the incident was unknown. No product is expected to return for analysis.